Event description:
It was reported the programmer is out of order. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer will not select with select with stylus; the stylus found out of electrical specification. Analysis also found dark display on the programmer; flex tape was not secure to the display. (B)(4).